Event description:
The customer has alleged that in 2008, a spacelabs module 90478 (telemetry receiver) failed to alarm when the pt experienced low heart rate activity and, subsequently, an asystole event occurred with respect to that pt. The pt has since died.

Manufacturer narrative:
We have initiated an investigation, which is still underway to obtain facts relating to the event; determine whether there was any prod failure, and, if so, the nature of such failure; determine the root cause of any such failure that may have occurred; and to identify the appropriate corrective action, if any, to be taken. We intend to continue our investigation and provide a supplemental report as appropriate.